Event description:
New (B)(4) record created in order to update (B)(4). Reason for original complaint: litigation alleges that the patient suffers from pain. Doi: (B)(6) 2011 - dor: none reported (right side). *(B)(6). **update** (B)(4) 2013 - pfs and medical records received. Part/lot was provided. All products have been reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) - pfs and medical records received. Part/lot was provided. All products have been reported. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were obtained and reviewed by a medical professional. From a medical perspective there is no indication within the information provided, that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.